Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell the tuesday or wednesday prior to the report. The patient landed on the edge of a step, right where the ins is. The patient said since then, he had been having issues with connecting to the ins to charge or to make adjustments. The patient was able to confirm he has 6 coupling bars while charging, so it seemed like it was still charging. The patient programmer batteries were low. The patient was going to change batteries and try to connect and make adjustments to the therapy as necessary. The patient was also going to follow up with the hcp to check the device. No further complications were reported.